Event description:
Pt was being treated for severe ulcerations on leg. Pt initially used multidex (46-700) with no problems. The pt then began using multidex(46-704) and experienced somewhat severe burning sensation.